Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), upon removal of the pads, a hole was found on the patient's chest where the CPR puck was positioned. No further information was available. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. Evaluation of the CPR puck did not find any sharp surfaces on the puck. It cannot be determined if the pads contributed to the reported injury. Attempts were made to confirm the presence of internal hardware with the customer but this was unsuccessful. There is no indication of a device malfunction associated with the returned electrodes. Analysis for reports of this type has not identified an increase in trend.